Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the third of three reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was noted to be blunt upon examining it under the microscope prior to the start of surgery. There was no patient involvement, thus no patient impact associated with this report. No additional information can be anticipated for this report.

Manufacturer narrative:
As no sample was returned to manufacturing for evaluation, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the reported lot number for the reported issue. Because a sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for customer complaint issue cannot be determined. As the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).